Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation and photos have been provided for review. The investigation of the reported event is currently underway. (Expiration date: 02/2024).

Event description:
It was reported that approximately five months post chronic catheter placement, during infusion of parenteral nutrition, the catheter allegedly cracked. Therefore, administration of nutrition was interrupted. Reportedly, the catheter was repaired. Patient was reported as stable.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hickman s/l catheter was returned for evaluation. Visual, microscopic, functional and photo evaluations were performed. Blood and residue were noted throughout. Sample was received with clamp engaged. No cap was noted on the luer. A compound rupture was noted at approximately 7.5cm from the distal end of the luer, that penetrated to the inner catheter. A complete circumferential break was noted at approximately 13.9cm from the distal end of the luer. A leak was noted at the rupture upon infusion of the catheter. The catheter could not be aspirated. The investigation is confirmed for the break and the alleged catheter aneurysm. Two electronic photos were reviewed. The first photo shows an out of focus catheter, an aneurysm can be seen on the catheter. Tape can be seen on the skin of the patient. The second photo shows an out of focus catheter and there seems to be an aneurysm present. The patient has a gauze by their arm. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us; however, the devices are similar to the hickman s/l chronic catheter products that are cleared in the us. The pro code for the products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five months post chronic catheter placement, during infusion of parenteral nutrition, the catheter allegedly cracked and experienced aneurysm. Therefore, administration of nutrition was interrupted. Reportedly, the catheter was repaired. Patient was reported as stable.